Event description:
Customer inquired if weight loss affect basal rates. Customer reports that blood glucose before meal was 113 mg/dl, then it elevated to 256 mg/dl. Customer states that while being hospitalized for non-diabetes related issue, insulin pump was removed and programmed; customer was reconnected to insulin pump and blood glucose dropped between 49 mg/dl and 50 mg/dl. Customer is unsure if weight-loss had anything to do with low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.